Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that catheter crossing difficulties were encountered. The target lesion was located in the tortuous unspecified vessel. A 2.50x32mm promus element stent was advanced to treat the lesion however, the device was unable to cross the lesion. The procedure was completed with other device. No patient complications were reported and the patient's condition was stable. However, returned device analysis revealed that the stent moved on the balloon.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: a visual examination of the returned device identified no kinks or damage along the shaft. An examination of the crimped stent found that the stent had moved on the balloon. As a result the proximal edge of the stent was positioned at 7mm distal to the distal edge of the proximal markerband. The distal end of the stent was moved over the distal markerband. An examination of the balloon found no issues. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).